Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23328. It was reported that patient had presented to the hospital with sepsis. Further investigation found that the patient's right ventricular lead had vegetation. The patient's entire pacemaker system, including the atrial lead, was then explanted on (B)(6) 2020. Patient was stable after the procedure.